Event description:
It was reported that the atrial lead exhibited high thresholds and low impedances, and the ventricular lead exhibited elevated thresholds. The atrial lead remains in use, and the pace/sense portion of the ventricular lead was capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.